Event description:
Imp ref #(B)(4).

Manufacturer narrative:
As allowed by exemption #(B)(4), (the importer) is submitting the report on behalf of (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution.